Manufacturer narrative:
(B)(4).

Event description:
It was reported that at one week follow up the pulse generator could not be interrogated. After several attemps the device was successfully interrogated.